Event description:
N/a

Manufacturer narrative:
(Correction)the first name of the initial reporter in block e1 is correct and the full name should read jerad ingram as listed. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue, replaced the helium regulator and required screw kit. The fse completed the pm with all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was then cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an audible helium leak that was detected to be coming from the helium regulator. There was no patient involvement, and no adverse event reported.